Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by patient's family member that the patient died due to a suspected drug overdose, however they wanted to rule out any implantable pulse generator (ipg) device malfunction.